Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and concern for textured implant device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior, posterior and radius, crease fold, and yellow particles on the shell. Leak test and microscopic analysis was performed which identified, two striated openings on radius and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two striated openings on radius assessed, as surgical damage. Sharp broken on plug strap assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted.